Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and moderately calcified lesion in the saphenous vein graft artery to right coronary artery. A 5.0x12mm nc trek rx balloon dilatation catheter (bdc) was prepared without issues and the contrast ratio was 50/50. The balloon was inflated once at 12 atmospheres (atms) for 40 seconds and then again at 14 atms for 14 seconds; however, the balloon did not fully deflate. The balloon only partially deflated and had to be pulled out together with the guide wire. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents from this lot. The complaint investigation determined the reported difficulties are related to a potential manufacturing issue associated with deflation issues. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance.